Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was having problems with her symptoms and wanted to raise stim but the patient programmer (pp) would not communicate with the implant. They had intermittent communication with pp. A poor communication on pp was noted. During the call, the caller was instructed to confirm antenna secure and sync with the implantable neurostimulator (ins) and this resolved the reported issues. Caller reported she thinks she was doing something wrong before which is why it wasn¿t working. Caller indicated she raised stim yesterday but it did not help. Patient would monitor symptom now that change was made and would follow up with healthcare provider if issue did not resolve. There were no further complications that have been reported as a result of this event.